Event description:
It was reported that during a meniscal repair surgery the device failed to anchor causing a damaged to the meniscal tissue. A backup device was available to complete the procedure with no significant delay.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the t¿s would not secure. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation. Insufficient clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. The patient impact beyond the reported minor surgical extension could not be assessed, although the patient was reportedly "ok". Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.